Manufacturer narrative:
(B)(4) ge service representative performed an onsite investigation. The cine control pcb, cine hard disk drive and associated ribbon cables and connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to allow the subtraction feature to function. No patient serious injury or death was reported related to this event.